Manufacturer narrative:
(B)(4). Batch: r5867y. Investigation summary: the analysis found that one ec60a device was returned with the shrouds damaged and with an ecr60g cartridge reload not loaded on the device. The reload was received partially fired 1/16. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damaged on the shrouds it is possible due to an improper handling of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic right lower lobe resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.